Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 30 months due to "battery depletion". The pt was experiencing "withdrawal". Morphine was being admin via the pump. The catheter was also replaced at the time of surgery. A follow-up report will be snet if additional info becomes available to co.